Event description:
Harmonic scalpel blue focus curved shears - item # rcs17 - ignited on the surgical field in the pt during use. Device projected an approx 2 inch flame. Surgeon did not see any evidence of harm to the pt upon inspection of abdomen. No redness nor charring noted. No burns. Diagnosis or reason for use: surgical procedures. Event abated after use stopped or dose reduced: yes.